Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced difficulty breathing with exertion and shortness of breath (sob) while at rest. A health care professional (hcp) contacted boston scientific technical services (ts) and inquired about programming for optimization of sensors. Ts discussed programming options. No adverse patient effects were reported. This product remains implanted and in service.